Event description:
Additional information was provided that the patient was scheduled for a lead repositioning in the future.

Event description:
Boston scientific crm received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded one out of range left ventricular (lv) pacing impedance measurement of greater than 2000 ohms, exhibited by this lv lead. It was noted that there was only one out of range measurement; all other lead measurements were noted to be 800 ohms and stable. Technical services (ts) discussed a possible lead issue. Information was provided that the patient was seen the following day in their clinic and they could not reproduce any out of range impedances or noise on the lv channel. It was noted that the patient was using a computer game system for the first time on the date the out of range impedances occurred. Ts discussed that based upon the in-range values and all other measurements being stable, they recommended continued monitoring for the patient. Ts also discussed a troubleshooting and daily measurement schedule. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that additional out of range lv impedance measurements of greater than 2000 ohms were observed as well as loss of lv capture. All other lead measurements were noted to be stable. Technical services (ts) discussed a possible lead issue. It was also questioned why the lv sensing appeared low. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available, the event will be updated.